Event description:
It was reported that a catheter issue occurred. The 95% stenosed, 32 x 3.0mm target lesion was located in the moderately tortuous and calcified left circumflex artery (lcx). An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During initial testing outside the patient, the catheter had bubbles which led to poor image quality. The procedure was completed with another of same device, and the patient was stable following the procedure.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed, 32 x 3.0mm target lesion was located in the moderately tortuous and calcified left circumflex artery (lcx). An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During initial testing outside the patient, the catheter had bubbles which led to poor image quality. The procedure was completed with another of same device, and the patient was stable following the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation results the complaint device was not received at the complaint investigation site (cis) for analysis. Product record review: device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the details of the reported events, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported events, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issues. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the events.